Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there occured abnormal heating. Fiber optic cable with a small cut on its body, and the clinical team reports that the patient suffered a burn due to abnormal heating of the tip. The material code is unknown currently. Due to the burn of the patient this case is deemed reportable.